Event description:
Technician alleged fluid ingress into siderail user control module causing alarm to go off for service required.

Manufacturer narrative:
Technician found error codes and replaced the left user control module on the left siderail to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.